Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that intervention was planned.

Manufacturer narrative:
Concomitant medical products: ddmb1d1 ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an alert on the right atrial (ra) lead for undefined impedance. The lead remains in use. No patient complications have been reported as a result of this event.